Event description:
International affiliate reported leakage from the yume set causing air to enter the set. No patient injury or medical intervention was associated with this incident per the international affiliate.